Event description:
Patient death was reported after 129 day implant duration due to an unknown cause. It was reported that "the suture was detached from the non-coronary cusp area. Reportedly, the patient was scheduled for re-operation. Regrettably, patient expired before a re-operation was performed. The valve was explanted after patient's death. Surgeon did not specify if fever and bacterial infection were valve-related events. No further information was provided.